Event description:
It was reported that the unspecified bd luer-lock¿ syringe broke during testing. The following information was provided by the initial reporter: "we had an issue with sterilized 30ml luer lock syringes (no needle)?.it was breaking during testing, so went to non-sterile bd syringes and those broke today as well, so we think that the non-sterile syringes are somehow pre-sterilized in a way but they are calling them non-sterilized (at least that is what our scientists and engineers are saying)."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd luer-lock¿ syringe broke during testing. The following information was provided by the initial reporter: "we had an issue with sterilized 30ml luer lock syringes (no needle) .it was breaking during testing, so went to non-sterile bd syringes and those broke today as well, so we think that the non-sterile syringes are somehow pre-sterilized in a way but they are calling them non-sterilized (at least that is what our scientists and engineers are saying)."